Event description:
Complainant alleged that the medics were monitoring the heart rhythm of a pt who was complaining of chest pains, when the device screen became orange in color, and then a popping sound was heard and the device screen went blank. The clinicians then obtained another device to successfully monitor the patient's heart rhythm. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.